Event description:
Reportedly, this ICD was implanted on (B)(6) 2010 with a sorin lead isoline 2cr. On (B)(6) 2011, the pt was admitted to emergency due to inappropriate shocks. At the interrogation of the ICD, ventricular oversensing and impedance <200 ohms were observed. Following the manufacturer's recommendation, a reintervention occurred on (B)(6) 2011 and tests performed on the lead showed abnormal behavior. The lead could not be removed easily and it was cut and capped. The subject ICD involved in this MDR report and the portion of the associated lead (refer to MDR for isoline 2cr; s/n (B)(4)) were explanted and returned with the lead portion for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.